Manufacturer narrative:
No product was returned for investigation. The cause of delivery issue is determined to be patient condition because the pump was unable to pass through the vasculature due to patient having pad/pvd and had resistance in femoral artery and an image was taken of the femoral artery, which was extremely small. Impella insertion was aborted. The cause of the clinical symptom was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
A.2, a.4, and a.5 are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient who presented as st-segment elevation myocardial infarction was taken to the cardiac catheterization lab for emergent intervention. While on the table, the patient coded and required cardiopulmonary resuscitation. The medical team made every effort to access the femoral artery, but had difficulty for several minutes. Upon gaining access, an image was taken of the femoral artery, which was extremely small. The pump had already been opened and prepped, but the physician did not feel it was possible to place the sheath through the leg safely. The pump was discarded after being unable to pass through vasculature due to peripheral artery/vascular disease. The vessel diameter was less than four millimeters. An impella cp pump was opened and connected, but was never attempted as resuscitation efforts were stopped. The patient expired.